Manufacturer narrative:
(B)(4). Batch # n53927. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? No information. If the device fully cut, were both tissue donuts present? No information. If the device fully cut, were both donuts complete? No information. Was the safety reset prior to removal? No information. After firing was the adjusting knob turned ½ to ¾ revolutions? No information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No information. Did the post-operative care change based on the leak? No. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present anvil half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap anterior resection, the deployed staples of the anterior wall were malformed and air leak occurred after firing on the rectum in the device. Before the device was used, the rectum was cut with a powered endocutter with a gold reload. The site was recut and anastomosed again with another competitive device. There were no adverse consequences to the patient.